Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Following who declaration of a global health emergency situation due to the outbreak of corona virus sars-cov-2, it was decided to refrain from shipping of samples to support limiting the spread of the virus. In order to adapt to the global situation in the best possible way the samples have not been investigated. The assessment of the case is based on the available information. No information were available. The complaint could be not confirmed.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "under infusion". Customer information: the amount of fluid which was shown on the pump was different of the volume of fluid in the bag. The volume settings was changed for twice to reach the final volume. Initial settings: flow rate 126.6 ml/h, run time 4 hours, total administered volume 506.6 ml .